Event description:
The customer reported being hospitalized for four days due to high blood glucose of 900mg/dl. The customer stated that she was vomiting prior her admission. The customer's recent glucose reading was 134mg/dl, and she has treated her high sugar level. The customer stated that her high glucose level was due to a bent cannula. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.